Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a catheter revision a few months prior; the exact catheter length was unknown. The pump contained dilaudid 7 mg/ml, dose .5 mg/day. At refill, the pump was filled with dilaudid 1 mg/ml. The physician was concerned that at the conclusion of the bridge bolus procedure the patient would overdose as the exact catheter length was unknown. The patient was not exhibiting any symptoms. On (B)(6) 2012, the contents of the catheter were aspirated via the catheter access port, a priming bolus was then programmed, and the contents of the catheter were aspirated again. Therapy was then resumed with the 1 mg/ml drug. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Explanted: product type programmer, physician product ID 8709sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type catheter, product ID 8709, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted, product type catheter. (B)(4).